Event description:
Reference number (B)(4). Event occurred in china it was reported that patient visited emergency room and eventually got hospitalized due to low blood glucose on (B)(6)2024. The glucose level was around 3.9 mmol/l and the patient was treated with glucose/carb intake. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: china h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.